Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was not completed. Customer had not previously called to report power error detected. Customer said the internal power source was unable to charge. The pump is operating on the aa battery only. Customer states the light stopped flashing. Customer states the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer call was dropped while rewind and filling process and unable to contact customer again. Call back was unsuccessful after three trial. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus deliver and alarms received during testing were properly recorded at the pump history files. Pump was returned for pump error . No pump error alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.